Event description:
Per the clinic, the sound processor became hot when connected to the programming cable. Replacement equipment sent, and the processor, cable, and coil were returned to the manufacturer. There was no allegation of patient injury.

Manufacturer narrative:
The device is not available for analysis. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4). A cover letter was provided to the agency regarding this event.